Event description:
The upper portion of the wire cutter was slightly broken off. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation report of this device indicates that the tip of the wire cutter was slightly broken off. The cutting surface of the device was not damaged, other than the outer portion of the tip. This leads to the conclusion that the wire to be cut was not properly handled and cut. Further investigation showed compliance with the manufacturing and material documentation and no product error was detected. A review of the device history record did not show conditions that could have contributed to this reported event.